Event description:
Physician was changing rij line over old line. While placing the guide wire, he lost his grip on the proximal end of the old catheter and it migrated under the skin. The patient had the catheter removed by vir and a new triple lumen catheter was inserted at that time. No adverse sequelae from incident.